Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous high wbc results for 38 patient specimens; 28 with instrument generated flags and 10 without instrument generated flags on the lh 750 instrument. The erroneous results were reported outside the laboratory and were questioned. The operator reran the specimens on the backup lh750 instrument. All 38 specimens recovered lower wbc results which the customer considers correct. No manual wbc counts were performed. Corrected reports were sent out. No change to patient treatment, death or serious injury associated with this event.

Manufacturer narrative:
The specimens were collected in bd vacutainer tubes. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Previous run patient samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before and after this incident and recovered within assay limits. Raw data revealed: the wbc histograms for the 3 apertures were compared. It was determined that apertures 1 and 3 for each of these show a front end interference pattern, while aperture 2 does not. The wbc raw counts for the 3 apertures were also compared. The raw counts from apertures 1 and 3 are higher than the ones from aperture 2. A bci field service engineer (fse) replaced the wbc bath assembly. The wbc dispenser was also replaced. Repair was verified by repeat of suspect samples and compared to alternate instrument. Review of patient results indicated wbc apertures one and three intermittently generated similar elevated values; however the results from aperture two were always low and accurate the instrument voting scheme used the values from apertures one and three and threw out aperture two. The root cause for erroneous high wbc recovery is due to the hardware that was replaced during subsequent instrument servicing for this cf event. However, the instrument did flag 28 specimens with instrument generated wbc flags that alert the operator to further review the specimen.